Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the agent recorded the user's blood glucose (bg) readings of 69 mg/dl, 55 mg/dl, and 65 mg/dl after the user consumed a raisin oatmeal cookie and was experiencing low blood glucose (bg). Later that day, blood glucose (bg) stabilized at 110 mg/dl with the aid of the dexcom g7 continuous glucose monitor (cgm). The lowest blood glucose (bg) recorded was 55 mg/dl and was corrected by remaining on the ilet insulin therapy. No symptoms experienced by the user during the event. No prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.